Event description:
The user facility reported that the radiopaque marker on the progreat device involved broke off and migrated. The broken piece got stuck in a stenosis and the doctor was unable to retrieve it. The patient was okay. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was positive.